Event description:
The customer reported a collimator iris error message. This is not a bypassable error and it will prevent the system from functioning. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.